Manufacturer narrative:
(B)(4) -excessive force. Evaluation summary: the device was returned for analysis. The separation was able to be confirmed however resistance with the guiding catheter was unable to be confirmed. Based on a visual, dimensional, and functional inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. It should be noted the xience xpedition everolimus eluting coronary stent system instructions for use (IFU) states: if unusual resistance is felt before the stent exits the guiding catheter, do not force passage. Resistance may indicate a problem and the use of excessive force may result in stent damage or dislodgement. Based on the reviewed information, no product deficiency was identified. The other xience xpedition referenced is being filed under a separate manufacturing report number.

Event description:
It was reported that the vessel was heavily tortuous and heavily calcified. During advancement of the xience xpedtion 3.5 x 15 mm stent in the unspecified guide catheter, the proximal shaft became separated. The device was retracted from the guide catheter and another xience xpedtion 3.5 x 15 mm stent was selected. However, the proximal shaft also became separated during advancement in the guide catheter. The device was retracted and a non-abbott stent was able to be advanced through the guide catheter and was used successfully to treat the lesion. No adverse patient effects were reported. There was no clinically significant delay of procedure reported. No additional information was provided.